Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with sensor glucose at 389 mg/dl and confirmatory fingerstick at 401 mg/dl after a recent meal; the agent advised a waiting period to assess trend and to consider an infusion site change if glucose did not decline, and a subsequent fingerstick showed 357 mg/dl with downward trend. Symptoms included no reported clinical symptoms. Outcomes included no hospitalization and no medical intervention beyond monitoring and education. Investigation included remote troubleshooting and user education focused on postprandial hyperglycemia assessment and infusion site evaluation. Investigation of this case revealed that glucose values trended downward without evidence of device malfunction, and no device component issues were identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.